Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 490mg/dl while wearing the pod on her leg. She bloused for 26.85 units and went to the emergency room. The patient had not been seen by her doctor since starting to use the omnipod system in (B)(6) of 2017. She had texted her csm (clinical services manager) asking for assistance with insulin adjustment prior to this event, but the csm was not qualified to give medical advice and advised the patient to contact her doctor. The patient mentioned that she did not feel comfortable providing medical information or further details regarding this event.

Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed. The device was downloaded and an alarm was generated. The alarm generated is a safety feature of the device notifying the user that the reservoir was empty. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.